Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 8 false upstream occlusion alarms while infusing potassium phosphate. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which was not reproduced during evaluation. A review of the event history log identified multiple events of "upstream occlusion!". The last infusion in the history log was potassium phosphate and was programmed on (B)(6) 2018. Seven occurrences of "upstream occlusion!" Occurred during the infusion, however the history log cannot distinguish true and false alarms. The evaluator found the pump to function as intended. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.